Event description:
Contract reports the implanted titanium rod broke. The device was explanted. Note: the device was explanted in 2002 but depuy spine only became aware of the event on june 23, 2006. A medwatch report is being filed as surgical intervention was required.

Manufacturer narrative:
Depuy spine has been advised that the device is being retained and is not available for evaluation. Review of the device history record cannot be performed, as the device lot code is unknown. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.